Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that the patient was hit by a truck on (B)(6) 2018 and was in the hospital/intensive care. The patient stated that the implantable neurostimulator (ins) was turned off for the testing, and she recently turned it back on a week and a half prior to the report, but was having excruciating pain in her back. The patient tried to use ice, heat, and changing the settings, but it did not help the pain. In the end, the patient was re-directed to follow-up with their healthcare professional (hcp) to address the issues.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the patient did not know if the pain was from the accident or a new pain because the pain began 4 weeks after the accident. No device issue was noted and the patient said x-rays were taken. The patient said they were still working on resolving the pain. The patient has an appointment to try new settings. No further complications were reported.